Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported by dr. (B)(6) that the anchors were broken on a silent nite device. Additional information received reported that the doctor noticed during an office visit in (B)(6) 2026 at the (B)(6) location, that the anchors had broken but were not detached; the male patient had not noticed the anchors were broken. The doctor believes the event most likely occurred while the patient was sleeping. There was no reported injury and no intervention required. The location where the event occurred is unknown.